Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a catheter break occurred. A fetch®2 catheter was selected for a thrombectomy procedure in the left superficial femoral artery (sfa) popliteal, the angiogram revealed only collaterals from the popliteal down. During insertion of the catheter through a non-bsc guiding sheath some resistance was felt and the catheter end fell off. Upon retrieval of the catheter it came out in five unequal segments, however the support wire was intact so they were able to remove the entire catheter from the patient. The procedure was completed with a different device, however, resulting in no significant blood flow. There were no complications reported and the patient status was fair.